Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer was out of cartridges and reverted back to manual injection for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.